Event description:
I was using amo complete moisture plus solution, 16 oz. Last summer. I only wore my contact lens for one week during the summer. I was wearing my contacts during the day only for six days. Eight days later, my eye felt irritated and I saw a small white dot on it. I called my eye dr and they told me to come in the following day. I was in so much pain by the morning, I could hardly stand up. I went to another eye dr and they told me I needed to see a cornea specialist immediately. At this point, I had a cornea ulcer. I had to go to the dr everyday for several days and then several times a week and then less and less. I believe that it was from using the solution, as I had not over-worn my contact lens and in fact, had not worn them for a week prior. There is currently a recall for this prod, although not the lot number I have, but I do believe it is because of the solution, I got ill. I just never know how to report this type of thing. The lot # of my bottle is ap01112. I still have the bottle. I have not worn contacts since this terrible experience and still have the bottle in the medicine chest. Dates of use: six days in 2006. Diagnosis or reason for use: to clean and disinfect contact lens.